Event description:
It was reported to kendall in 2001 that more than one employee has received a clean needlestick, from needles sticking out of sheaths. While they were sorting through bulk needles at the kit-packing facility.